Manufacturer narrative:
Company representative evaluated the system. Corrections included replacing the system's interrupted power supply and rebooting the server. System was safety tested to factory's specifications. (B)(4). (Exemption #e2015032).

Event description:
Customer reported the panorama central station's server had lost communication, which may have affected telemetry monitoring. No patient injury was reported.